Event description:
A nurse reported three pts with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a follow up, the nurse reported the pt presented with fibrin, corneal edema, iritis, and intraocular pressure elevation (iop) on the first day postoperatively. The pt was treated with medications. For this pt, an anterior chamber washout and cortex removal was performed at one week postoperative. The surgeon reported the pt's symptoms were resolving. There are fifteen medical device reports associated with this event. This report is for the second pt, handpiece.

Manufacturer narrative:
Evaluation summary: no injector was returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot info was provided, the root cause cannot be determined. Additional info was requested on (B)(6) 2012 by phone, fax and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).